Event description:
I was reported that the ceramic head of the sheath was chipped. The issue was found during maintenance. No harm reported.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: some kind of excessive force should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.